Event description:
It was reported that the right ventricular (rv) lead was not in the header of the newly implanted implantable cardioverter defibrillator (ICD) properly. The rv lead was adjust and remains in use. The ICD also remains in use. It was also reported that the left ventricular (lv) lead was damaged while adjusting the rv lead. The lv lead showed increased threshold and low impedance. The lv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor was stretched and had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, and was breached cut. The lead was stretched. Visual analysis noted the lead had apparent explant damage.